Manufacturer narrative:
Analysis: the icast covered stent delivery system was not returned. Therefore, it is difficult to determine if there was any issue with the manufacture of the device. As the lot number associated with the device was not provided a review of the device history records could not be conducted. All production lots of icast covered stents are performance tested including stent deployment and balloon fatigue testing as well as balloon burst testing. During the process of forming the balloon 29 additional samples are balloon burst tested. Without the product lot number the lowest burst values cannot be confirmed. Traditionally the burst volumes have exceeded 19atm. Below is a list of the quality and performance criteria that every lot of icast covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. ¿ ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing as detailed above. ¿ distal tip tensile testing. ¿ catheter leak check conclusion: based on the investigation atrium medical corporation cannot conclude that the device was defective.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Report received stated the balloon on the icast stent popped at 2 atm.